Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implanted due to regurgitation. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion = cause of event attributed to user interface. Analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. A large tear in the belly of the right cusp appeared to be due to a sharp object such as an scalpel or forceps during implant. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis concluded the cause of the regurgitation was due to a tear, induced during implant.